Event description:
It reported that the device exhibited premature battery depletion with no output and no telemetry. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The battery was returned to the supplier for analysis and they reported the battery had a lithium deposit. It is concluded that the lithium deposit could have caused the battery depletion.